Event description:
It was reported that this angled attachment broke during use in spine surgery and that the lever pin was not retrieved from the surgical site. At this time, it is unknown if the surgeon will perform additional surgery to remove the part from the surgical site.

Manufacturer narrative:
Investigation results: the product is not available for conmed linvatec to perform an investigation. The user has been advised that the part left in the pt contains materials indicated for short term contact where bone and tissue are indicated. A review of this product's history found this to be the only reported event for this failure mode.